Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient had experienced neck stiffness and chest pressure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later clarified that the twitching was phrenic nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was causing the patient to twitch. The lead was reprogrammed and remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.